Event description:
Complainant alleged that during functional testing, the device stopped ventilating. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing, including bench handling, power cycling, and functional stress testing without duplicating the customer's report. The o2 valve was replaced as a precaution. The device was rceertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.